Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure to treat a lesion in the mildly calcified right internal carotid artery. An emboshield nav6 embolic protection device was advanced into the patient anatomy and the filter was deployed at the target site. A 7-10 x 30 mm acculink stent delivery system was then advanced and the stent was deployed at the target site. The physician attempted to remove the emboshield filter; however, the recovery catheter was unable to retrieve the emboshield filter due to the patient anatomy. A second recovery catheter was then able to retrieve the filter. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.